Manufacturer narrative:
(B)(4). This complaint was confirmed. The root cause was undetermined. A service history review revealed no issues that may have contributed to the reported incident. A device history review was conducted and no issues were found related to the reported incident.

Event description:
During a follow up call for a related issue of an incomplete prime, the home patient (hp) reported that on occasion, after waking up from performing dialysis therapy, the display would read that the drain had stopped. The hp would then finish therapy in the morning. The hp had contacted global technical service (gts) regarding the issue, and the baxter technical service representative (tsr) had reported that the hp must have pressed stop sometime during therapy. The hp had denied that she had ever pressed stop because she was sleeping. Therapy has been going well since the reportable event of the cycler stopping therapy on its own and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.